Event description:
After pt experienced ventricular fibrillation x 2 and resuscitated, internal defibrillator system (ids) implanted 2/26/93. Diagnosed with dilated cardiomyopathy. Pt reported her defibrillator firing approx 3-4 mos at baseline. In 11/96 the frequency of firing increased: was associated with left chest pain, left arm numbness and whole body twitching. Two days pta-> defibrillator fired 9 times. Has been taking tylenol since 11/96 to alleviate pain. 4/3/97 admitted for aicd malfunction. 4/7/97 ids replaced secondary to lead perforation of the right ventricle...but without significant pericardial effusion.